Manufacturer narrative:
The investigation for the reported stroke and ventricular tachycardia has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of stroke and ventricular tachycardia could not be determined as the device was not returned nor sufficient clinical details.

Event description:
The us complainant had placed a 5.5 to support a patient admitted in cardiogenic shock. After 18 days of support the patient suffered from persistent ventricular tachycardia (vt) and neurological injury of subarachnoid hemorrhage. The family made the choice to withdraw care and the patient expired with the persistent vt.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.